Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was unable to log in. Attempts were made to reset the password; however, the information technology team was unable to reset it successfully. There were no adverse events or injuries reported based on this event.